Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on or before (B)(6) 2024. Per the consumer, they accidentally put the reagent solution in their eyes. The consumer stated they experienced an irritated, burning sensation. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided.a product deficiency was not reported or found. Technical service advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on or before (B)(6) 2024. Per the consumer, they accidentally put the reagent solution in their eyes. The consumer stated they experienced an irritated, burning sensation. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
H6: health effect clinical code: e0845 and e1705. H6: medical device problem code: a2303 and a25. H11: the below is updated: b3: the date provided is an approximation as the exact event date was not provided. A product deficiency was not reported or found.the consumer was advised to contact their health care provider and to flush the eyes with copious amounts of water. Technical services was unable to provide the consumer with the safety data sheet as the consumer declined to provide their contact information. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on or before (B)(6) 2024. Per the consumer, they accidentally put the reagent solution in their eyes. The consumer stated they experienced an irritated, burning sensation. Although requested, no additional patient information, including treatment and outcome, was provided.